Manufacturer narrative:
The reported event could be confirmed based on details provided, only. Images provided revealed a broken nail. Due to missing device a physical evaluation was impossible and further technical statement could not be given. In the case presented a 98-year-old female patient, at time of reported event, was revised by a hemi hip construct including a restoration modular stem construct after an implant duration of 3 years and 7 months of final treatment with reported nail kit. Nevertheless, the labelling points out that for successful results a timely bone healing is required; this state must be achieved within a medically recognized period [confirmed by scientific analysis about 6 months] in such a way that the bone strength allows significantly increasing discharge of the time-fixed implant material. Furthermore, delayed union or non-union of the fracture site are clearly pointed out as adverse effects and may be clinical rather than device related. Finally, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.

Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text: device retained by hospital.